Manufacturer narrative:
Due to character restriction in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) battery could not display power after charging overnight. It was not used on patients and did not cause personal injury.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) on july 10, 2025, went to the customer site to confirm the problem reported by the customer. As the battery symbol was displayed, but there was no power display, and the machine still had no power display after charging for about 10 hours, but it can run for about 30 minutes without ac power. Informed the user that the power module needed to be replaced, and battery was expired. Gave the customer a quote. On july 15, 2025, customer informed that the repair would be temporarily abandoned. In future, if we receive any repair information, will reopen and update the investigation.